Event description:
[Ihealth covid-19 antigen rapid test] use for covid-19 under emergency use authorization (eua): ihealth covid-19 antigen rapid test- self test. Asymptomatic individual, pre-travel testing. Two positive tests, same lot numbers, then ran the tests again with reagent only, positive result as well, leading to conclusion that it is a fp d/t reagent or detector based flaw. Had to get pcr tests at (B)(6) each to clear the individuals. FDA safety report ID # (B)(4).